Manufacturer narrative:
A review of the device labeling notes the following: the current overstitch¿ endoscopic suturing system (ess) instructions for use (IFU) addressed the known and potential events of "overstitch-difficulty closing needle body" and "other reports-clinical outcome device related" as follows: warnings: only physicians possessing sufficient skill and experience in similar or the same techniques should perform endoscopic procedures. Users should be familiar with surgical procedures and techniques involving absorbable sutures before employing synthetic absorbable sutures for wound closure, as the risk of wound dehiscence may vary with the site of application and the suture material used. Ensure that there is sufficient space for the needle to open. Caution: if resistance is encountered when advancing the anchor exchange through the anchor exchange channel, reduce the endoscope angulation until the device passes smoothly. Warning: do not introduce the device with the needle body in its open position. Warning: if sufficient slack has not been created prior to driving the anchor through tissue, retraction of the anchor exchange may be difficult and the anchor may not release correctly from the needle body. Caution: if the needle body does not open, ensure that the anchor has been released from the anchor exchange. Troubleshooting: anchor exchange will not retrieve anchor from needle body: I. Ensure there is sufficient suture slack and needle driver handle is in closed position. Ii. Use 'pencil-grip' to advance anchor exchange until the anchor is engaged and resistance is felt. Retract anchor exchange to acquire anchor. Iii. If the anchor cannot be retrieved, replace the anchor exchange. Alternatively, use a suitable accessory to cut and remove the suture. IV. Replace the anchor and resume suturing per section 8 of instructions for use. Needle body will not close: general obstruction: ii. Ensure the needle driver handle is locked closed and: a. Stretch the actuation catheter to change the effective length of the needle body drive cable. B. Remove the anchor exchange and use graspers (through the device primary channel) to grab the needle body. Cut the suture if necessary.

Event description:
The overstitch system locked after taking a bite of the tissue.